Manufacturer narrative:
Eval is in progress, but not yet concluded. The customer checked out the pump display after this reported issue. The roller pump appeared to be functioning fine and they continued to use the pump. The customer had another issue, see related MDR #1828100-2013-00245.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump display screen was blanking out. When you first speed the pump up, it appears to be functioning correctly. On this case, the pump display blanked out about 1.5 hours into the case. The device was not changed out, as they were able to use the central control monitor (ccm) to control the pump. The pump was in the arterial position. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.